Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer current blood glucose level was 415 mg/dl. Customer had high blood glucose for a couple hours already and they did not know why. It was unknown whether the auto mode feature was active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/ seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions device deficiency or insulin flow blocked alarm noted during testing. (B)(4).